Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02949. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The patient presented with an occluded right common iliac artery (cia). A retrograde approach using a 4f guide catheter and a .035" guide wire was used to gain access to the aortic lumen. Pre-dilation of the right cia was performed with a 4mm balloon catheter. Two 8x60mm wallstents were implanted, one in the right cia and one in the left cia (kissing stent technique). Post-dilation was performed with 7mm and 6mm balloons resulting in "excellent post procedural appearance and technical result". 301 days post index procedure, primary angiography showed occlusion in the stent in the right cia and intra and extra stent stenosis in the left cia. The stent in the right cia was pre-dilated and an 8x60mm stent was implanted for treatment. The stent in the left cia was treated with angioplasty. The procedure resulted in "excellent post procedural results bilaterally". No further patient complications were reported and the patient's status is stable.